Event description:
It was reported that prior to puncturing, the physician checked the guidewire was able to insert thought the introducer needle using the soft part of the guidewire, however after puncturing the vessel with the introducer needle, only the soft part of the guidewire was allegedly inserted through the introducer needle but unable to be advanced more. There was no reported patient injury. (B)(6)2023 a microscopic observation revealed the coils of the returned guidewire were damaged and slightly misaligned at its distal end.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: sample analysis, patient severity, applicable previous investigation(s), complaint and lot history review, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a guidewire unable to pass through an introducer needle is inconclusive due to unknown clinical conditions. One 21 g safecan introducer needle and one 0.018 in. Guidewire in a plastic hoop were returned for evaluation. An initial visual observation showed use residue on the returned samples. Kinks were observed in the guidewire near its distal end. No break in the core wire of the guidewire was found during tactile evaluation. An attempt was made to pass the guidewire through the returned introducer needle and the guidewire was found to pass completely through the needle with ease. Some slight resistance was observed as the damaged portion of the guidewire entered the needle cannula. A microscopic observation revealed the coils of the returned guidewire were damaged and slightly misaligned at its distal end. No occlusion was observed within the hub of the returned introducer needle; however, the inner diameter of the junction of the needle cannula and hub was observed to be somewhat rough and uneven. While the returned guidewire was found to be able to pass through the returned introducer with ease, unknown clinical conditions such as insertion technique and/or angle, patient anatomy, and position of introducer needle could have affected the passage of the guidewire through the introducer needle. Consequently this complaint is inconclusive at this time. H3 other text : evaluation findings are in section h11.